Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that a 900mr869 temperature/flow probe was identified to be loose at the patient-end temperature probe port of an rt265 infant dual-heated evaqua2 breathing circuit during setup and prior to patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). The subject 900mr869 temperature/flow probe has been returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.